Manufacturer narrative:
Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Battery (B)(4) was not returned for evaluation. Review of the controller log files associated with (B)(4) revealed one (1) critical battery alarm logged on (B)(6) 2019 at 05:50:49 due to (B)(4) depleting below 10% relative state of charge (rsoc). Of note, review of the data log file revealed that, leading up to the critical battery alarm, (B)(4) was powering the controller when the battery capacity decreased from 17% to 9% rsoc in approximately 11 minutes. During this period, the pump exhibited high power consumption. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Considering that the pump's power consumption was significantly above normal operating range on the event date, it is expected that the battery will be able to provide power to the controller for a shorter period of time. Based on the available information and risk documentation, the most likely root cause of the critical battery alarm can be attributed the battery to depleting below 10% while the battery was exhibiting an increased discharge rate associated with the increased power consumption required by the pump running at high power. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the critical battery alarm on the log file report. The battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use. No patient complications have been reported as a result of this event.